Event description:
User reports that he believes the syringes he purchased directly from two of our distributors are counterfeit. He reports that item 828155 lot 53101a is counterfeit when compared to another easytouch syringe, 829155. User reports that item 828155 is dull, cannula is not coated in silicon, the barrel lacks suction and the marking on the outside of the barrel fade quickly or are already faded upon opening the poly bag. User also reports receiving absesses from the syringes.

Manufacturer narrative:
No device returned for testing. Initial trend analysis for lot 53101a was conducted, no malfunctions were found. This is the only complaint for lot 53101a. Production records investigated for lot 53101a, the testing showed no indication of abnormalities or malfunction at time of production.